Event description:
It was reported to boston scientific corporation that in late 2007, the balloon successfully removed one 5mm stone from the bile duct. The balloon ruptured during the second removal. The balloon did not touch the scope. The procedure was completed with another extractor rx retrieval balloon device, and there were no patient complications.

Manufacturer narrative:
The balloon was found to be ruptured near proximal bond. This was most likely caused by contact with a sharp exterior source, such as contact with a sharp irregular stone or during insertion through the scope. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.